Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or device handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on bending section cover, water tightness was lost. In addition to image guide coil coating peeling due to deterioration, additional findings are as follows: due to a dent on bending tube, bending angle in up direction exceeded the standard value; control unit was sticky due to water leakage, up/down plate was sticky; battery/card cover was sticky; image guide bundle had significant breakages; and connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the airway mobilescope had air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated, and the image guide coil coating was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.